Event description:
It was reported that within one day post implant, the right ventricular (rv) lead had a high threshold. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead in segments was returned, analyzed and no anomalies were found. It was noted that the proximal conductor was distorted, all insulators were breached cut, there was blood in/on the helix mechanism and there was apparent explant damage.